Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) found with maintenance code #5. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance the cs300 intra aortic balloon pump (iabp) had maintenance code #5. There was no patient involvement or adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, d5, d9, d10, e1, e2, e3, e4, g2, g3, g6, h2, h3 , h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. Getinge field service engineer (fse) checked during preventive maintenance, maintenance code # 5 is observed. Helium tank calibration done but repeated error found. Reset the main board connection. But still problem is not solved. Main board required for testing purpose. Machine not working. As per discussion with customer, currently machine repair is kept on hold by customer. Customer will inform us when he wants to repair the machine. So currently closing this call in not working condition.

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation findings.